Event description:
I have been using dexcom stelo cgms since (B)(6) 2024. I have noticed devices have become much less accurate. Most recent device went 5 days where it reported fasting glucose 50 or more points higher than glucometer.